Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-62830). 1818910-2019-109675 is being retracted as it is a report duplication.original MFR-(1818910-2018-62830) will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 18 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty due to osteoarthritis, and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor cement was utilized in the procedure. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, instability, and pain. The surgeon indicated the tibial component loose at the implant to cement interface. He noted no concerns with the femoral component, thought it was revised. The surgeon reported the patellar component was well fixed and tracked satisfactorily and it was retained. The patient was implanted with a depuy system and competitor¿s cement. There were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2017. (Rt knee).